Event description:
Vns depression study pt was found unconscious and was subsequently hospitalized. It was reported that a retrograde amnesia for the last hour before the event is still remaining. There is no clear diagnosis at this time: however, physician indicated that it might be a seizure related to the pt's alcohol dependence and possible alcohol withdrawal and may have been ischemic in nature. The neurologist does not believe that the event is related to the vns, but cannot rule it out. The pt reportedly recovered with no treatment.